Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Post-operatively it was noticed on x-ray that the screws were ¿mislocated¿ at t3, l1 and l2. There was no neurological events related to the mislocation. The patient underwent a revision surgery 5 days later ¿replacement cables at the vertebra of l1 and l2 screw removed. Replacement of transverse fixator from 30-34mm to 28-30mm.¿ the mislocated screw at t3 was not reoperated on because the investigator diagnosed that there was no neurological issue at that level.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # ca14f037, # ca14f094 and # ca14e042. (B)(4): manufacture date for lot ca14f037 is 10/15/2014; manufacture date for lot ca14f094 is 11/07/2014. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.